Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was repositioned. Therapy was restored post-op.